Event description:
It was reported that during a coronary stent procedure, the stent dislodged during advancement in the rca. A balloon catheter was used unsuccessfully in an attempt to retrieve the stent. The stent remains in the patient. Patient status is listed as "stable".